Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff received an implant on (B)(6) 2010 via the right common femoral vein due to pe and dvt. Plaintiff is alleging the ivc filter became embedded, caused a caval thrombosis, thrombosis/embolism in the ivcf, post-thrombotic syndrome, will need to be on lifetime anticoagulation therapy and the ivc filter is irretrievable. Plaintiff alleges to have experienced blood clots, feet swelling, necrosis, loss of feeling, nerve damage, and necrosis blood vessels in the legs and feet. In addition, plaintiff also alleges he is unable to walk or stand due to a portion of his toe being removed due to poor circulation. Plaintiff alleges to have experienced anxiety, mental anguish and stress. No additional information regarding the plaintiff's alleged injuries was provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, embedded, ivc thrombosis (occlusion), unable to retrieve, sepsis, necrosis+ nerve damage, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. It is unknown if the reported sepsis, necrosis, nerve damage and anxiety are directly related to the filter and unable to identify corresponding failure mode(s) at this time. It is nknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Correction: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to pulmonary embolism and deep vein thrombosis. Plaintiff is alleging the ivc filter became embedded, caused a caval thrombosis, thrombosis/embolism in the ivcf, post-thrombotic syndrome, will need to be on lifetime anticoagulation therapy, the ivc filter is irretrievable and sepsis. Patient have experienced blood clots, feet swelling, necrosis, loss of feeling, nerve damage, and necrosis blood vessels in the legs and feet. In addition, patient also alleges unable to walk or stand due to a portion of his toe being removed due to poor circulation. Patient alleges to have experienced anxiety, mental anguish and stress. No additional information regarding the patient's alleged injuries was provided.